Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that their liberty cycler had experienced the cycler powered down during step 2 of setup. The patient contact stated that once the cycler was back online, the fluid from the bags started to leak into the tubing. The patient contact advised the cones had been broken while on step 2 of the setup. Advised the patient contact to re-setup with all new supplies. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy without any issues. The patient had completed their treatment. The patient contact explained that they had a neighborhood power issue for about two hours. Once the power was up again, the cycler came back up and a cassette fluid leak occurred. The cassette started leaking during the second fill of treatment. The sample is not available for return.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that their liberty cycler had experienced the cycler powered down during step 2 of setup. The patient contact stated that once the cycler was back online, the fluid from the bags started to leak into the tubing. The patient contact advised the cones had been broken while on step 2 of the setup. Advised the patient contact to re-setup with all new supplies. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy without any issues. The patient had completed their treatment. The patient contact explained that they had a neighborhood power issue for about two hours. Once the power was up again, the cycler came back up and a cassette fluid leak occurred. The cassette started leaking during the second fill of treatment. The sample is not available for return.

Manufacturer narrative:
Correction: h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.